Manufacturer narrative:
Patient information not provided by reporter. Unknown when plate broke. Osteosynthesis bone plate. Serial # reported as (B)(4) in complaint log. This report is for unknown va condylar plate femoral/unknown lot number. Unsure of the original implant date. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking plate broke after 7 months despite being supported by an ex-fix for 4 months. This is another case where plate broke through the same area of the plate. Plate has been replaced. Post-op broken femoral plate. The initial complaint is reported under (B)(4). This report is 1 of 1 for (B)(4).